Manufacturer narrative:
The technician replaced the head and foot up valves and found the bed operating properly.

Event description:
The complainant stated that the head section and foot hi/low cannot be raised.